Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident. The customer was decline to troubleshoot for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion - unknown timing not confirmed.